Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. No anomalies were noted. The device was visually inspected. Downstream occlusion (dso) seal delaminated, lcd lens scratched, battery compartment damaged, battery stabilizers damaged. Functional testing was performed. The dso was found to be damaged. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is unknown. The dso seal, battery compartment and lcd lens were replaced. The device passed all functional testing after repair.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal during testing. There was no patient involvement and no harm/adverse event reported.